Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Citation: delbeke hd, bertrand vb. Huygens mh. Evaluation of femtosecond laser-assisted cataract surgery compared with conventional cataract surgery. Poster session presented at: ophthalmologica belgica 2014. November 26-28; brussels, belgium. (B)(4).

Event description:
An ophthalmologist presented a poster during a congress where he compared laser assisted cataract surgery with conventional cataract surgery. The ophthalmologist informed that one of the patients from the laser group had postoperative wound leakage of the side incision one day after the surgery. There are three medical device report being filed for this reporter. This file is for the patient that had postoperative wound leakage of the side incision one day after the surgery.